Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia and had bent cannula on the infusion set. It was reported that the customer had high blood glucose levels of 33 mmol/l and the current blood glucose level was 12.3 mmol/l. The customer reported that the symptoms related to the high blood glucose levels included headache and lethargic. The customer treated with manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer reported that the cannula was bent. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.